Manufacturer narrative:
(B)(4). B6: relevant tests/laboratory data - correction to remove. H2: correction/additional information. H6: event problem and evaluation codes - additional. H6: event problem and evaluation codes - method code- correction to remove 3367 and 23. H6: event problem and evaluation codes - result code- correction to remove 3221. H6: event problem and evaluation codes - conclusion code- correction to remove 94.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and failed..performed share log review and no data was found. The problem is undetermined because the transmitter has no share log data available.. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up#2 should be follow-up#1; follow-up#3 should be follow-up #2.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #2 should be follow-up#1; follow-up#3 should be follow-up #2.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No data was provided for evaluation. The reported failed transmitter error could not be confirmed. A root cause could not be determined. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.